Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that during an implant attempt, the helix of the right atrial lead would not re-extend after a number of turns. The lead was not used and it was replaced with a new lead. No patient complications have been reported as a result of this event.